Event description:
The consumer reported the device was shocking her. The device was turned off but it still hurt. Event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.